Event description:
Paramedics attended to a person complaining of shortness of breath. The pt became pulseless as they were being removed from the ambulance at the hosp emergency room. Defibrillation electrodes were applied to the pt and connected to the device. The device continued to display a connect electrodes warning message. The therapy cable was changed, however the device continued to display a connect electrodes warning message and use of the defibrillator was inhibited. The pt was not resuscitated. There were no adverse affects to the pt reported as a result of device use.